Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a rash and bruising at site of sensor insertion on (B)(6) 2014. Patient sought medical intervention on (B)(6) 2014 and dr. Recommended treating the site of irritation with disinfectant wipes and witch hazel. At the time of contact with dexcom technical support patient was in fine condition.

Manufacturer narrative:
(B)(4).